Event description:
Material # 302830, batch # 4214699. It was reported by customer that the volumetric markings on syringe barrel were printed lower than normal, causing inaccurate medication volume measurements verbatim: rcc received a complaint via email. Email(s) attached, product: bd 20 ml syringe luer lok tip, ref# 302830, lot: 4214699. Complaint: volumetric markings on syringe barrel were printed lower than normal, causing inaccurate medication volume measurements. Product available for return.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received.

Manufacturer narrative:
Pr 11111973 follow up for device evaluation. It was reported the volumetric markings on the syringe barrel were printed lower than normal. To aid in the investigation, two samples with opened packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed. The scale marking graduation zero line is 3/16" from the bottom of the syringe barrel. The photo provided shows the samples received. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot 4214699. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.